Manufacturer narrative:
The date of this submission is 10-apr-2017. This is a follow up submission for the second device in this case. The manufacturer report number for this submission is 8041101-2017-00010. This closes out this report unless other additional significant information is received. This complaint is associated with 4 associated mdrs. The manufacturer numbers for the other three are 8041101-2017-00009, 8041101-2017-00011, 8041101-2017-00012.

Event description:
This spontaneous report was received on 01-mar-2017 from a female consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine ultraclean mint floss, dentally for oral hygiene (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the metal cutter fell off and broke off from plastic insert inside while dispensing. She mentioned that, she had to open the lid to see the metal cutter but it was not intact. The plastic insert part was not included in cutter breakage. She stated that the cutter had fallen off with the past three dispensers. The consumer mentioned that container was broken and was falling apart when it was first opened. While reporting consumer noticed that she could not read the lot number and expiration date as there was nothing printed or stamped on device package. She mentioned that the label was not torn, damaged, or scratched. This report had no adverse event and the action taken with the device was unknown. Lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. Product was used for intended treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was considered as a reportable malfunction in the united states of america. Additional information was received on 22-mar-2017. The product code was updated from listerine ultraclean mint floss USA lsucmfus to listerine ultraclean mint floss 30yd USA 012547440133 1254744013usa. On 22-mar-2017 sample was received and was visually examined on 05-apr-2017. One listerine ultraclean floss 30yd USA was received opened and used. The product received as field sample does not meet specification as the sample was received with broken lid, loose cutter, telescoping defect and missing lot number. This report had no adverse event. This report remains reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is 20-mar-2017. This is an initial submission for the second product in this case. This closes out this report unless other additional significant information is received. This complaint is associated with 4 associated mdrs. The manufacturer numbers for the other three are 8041101-2017-00009, 8041101-2017-00011, 8041101-2017-00012.

Event description:
This spontaneous report was received on 01-mar-2017 from a female consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine ultraclean mint floss, dentally for oral hygiene (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the metal cutter fell off and broke off from plastic insert inside while dispensing. She mentioned that, she had to open the lid to see the metal cutter but it was not intact. The plastic insert part was not included in cutter breakage. She stated that the cutter had fallen off with the past three dispensers. The consumer mentioned that container was broken and was falling apart when it was first opened. While reporting consumer noticed that she could not read the lot number and expiration date as there was nothing printed or stamped on device package. She mentioned that the label was not torn, damaged, or scratched. This report had no adverse event and the action taken with the device was unknown. Lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. Product was used for intended treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was considered as a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 23-jun-2017. This is a follow up submission for the second device in this case. The manufacturer report number for this submission is 8041101-2017-00010. This closes out this report unless other additional significant information is received. This complaint is associated with 4 associated mdrs. The manufacturer numbers for the other three are 8041101-2017-00009, 8041101-2017-00011, 8041101-2017-00012.

Event description:
This spontaneous report was received on 01-mar-2017 from a female consumer (age unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine ultraclean mint floss, dentally for oral hygiene (frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the metal cutter fell off and broke off from plastic insert inside while dispensing. She mentioned that, she had to open the lid to see the metal cutter but it was not intact. The plastic insert part was not included in cutter breakage. She stated that the cutter had fallen off with the past three dispensers. The consumer mentioned that container was broken and was falling apart when it was first opened. While reporting consumer noticed that she could not read the lot number and expiration date as there was nothing printed or stamped on device package. She mentioned that the label was not torn, damaged, or scratched. This report had no adverse event and the action taken with the device was unknown. Lot number was not reported therefore a batch record review or retain analysis could not be requested or a lot trend analysis performed. Product was used for intended treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was considered as a reportable malfunction in the united states of america. Additional information was received on 22-mar-2017. The product code was updated from listerine ultraclean mint floss USA lsucmfus to listerine ultraclean mint floss 30yd USA 012547440133 1254744013usa. On 22-mar-2017 sample was received and was visually examined on 05-apr-2017. One listerine ultraclean floss 30yd USA was received opened and used. The product received as field sample does not meet specification as the sample was received with broken lid, loose cutter, telescoping defect and missing lot number. This report had no adverse event. This report remains reportable malfunction case in the united states of america. Additional information was received on 14-jun-2017. Since evidence was found supporting the allegations, the complaint investigation was closed with a disposition of confirmed. Complaint trends will continue to be monitored. This report remains reportable malfunction case in the united states of america.